Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The single innie inserter (p/n: 279702000, lot #: gm3702801) was returned and received at us cq. Upon visual inspection, it was observed that the inserter tip was missing from the device. There were scratches on the device but have no impact on the device functionality. No other issues were identified with the returned device. The complaint condition was confirmed for the single innie inserter (p/n: 279702000, lot #: gm3702801). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to device maintenance or incorrectly assembled during sterilization. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot a review of the receiving inspection (ri) for single innie inserter was conducted identifying that lot number gm3702801 was released in two batches. Batch1: lot were released on 05 sep 2012 with no discrepancies. Batch2: lot were released on 05 sep 2012 with no discrepancies. The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during an unknown procedure on (B)(6) 2020, the single innie inserter tip, with which the single innies are picked up has broken off. No parts remained in patient. Surgery was completed successfully with another available instrument. No surgery delay reported. No adverse patient harm reported. Concomitant device reported: unknown setscrews (part# unknown, lot# unknown, quantity unknown ). This report is for one (1) single innie inserter. This is report 1 of 1 for (B)(4).